Manufacturer narrative:
Medtronic received the following information from a journal article entitled "comparison of endosuture vs fenestrated aortic aneurysm repair in treatment of abdominal aortic aneurysms with unfavorable neck anatomy¿ fereydooni a, satam k, dossabhoy s, trogolo-franco c, sorondo s, arya s, ullery bw, lee jt. Journal of vascular surgery. 2025 apr;81(4):856-865.e1. Doi: 10.1016/j.jvs.2024.11.020. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding ¿comparison of endosuture vs fenestrated aortic aneurysm repair in treatment of abdominal aortic aneurysms with unfavorable neck anatomy¿ the time frame of this study was over a twelve-year period. Patient who underwent elective endosuture aneurysm repair (esar) or fenestrated endovascular aortic repair (fevar) for hostile neck aaas were reviewed retrospectively. Endurant , endoanchors and non mdt stent grafts were implanted in the esar group. The indications for endoanchors use were short neck (28.33%), intraoperative type ia el (43.33%), neck tortuosity (23.33%), and reverse conical neck shape (5.00%).non mdt devices were implanted in the fevar group. Among the patient population the following malfunctions occurred: ia endoleak, ib endoleak no further information was provided pertaining to medtronic products.